Event description:
It was reported a medical intervention was performed because after surgery it was noticed a piece of the instrument was missing. X-rays were performed and they showed missing piece was inside the patient. Then dr had to re-opened the tensor, removed the head and stem, retrieve the washer, and reinserted the stem and head.

Manufacturer narrative:
A visual inspection confirmed the reported complaint that a pin and pin cap were missing from the exposed linkage of the instrument. The missing pin and pin cap were returned along with the device. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. An engineering analysis revealed that after evaluation no possible root cause for the stated failure can be determined. A clinical evaluation noted that details of the circumstances around broken broach handle were not provided. Oftentimes, the application of excessive force or over use of certain surgical instruments has been associated with implant damage. There is no information concerning the patient¿s current condition, however the procedure was reported as completed without additional incidence. No further clinical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.